Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the sheath is very rough making entry difficult. It was reported that it was difficult to insert the outer sheath into the blood vessel. Physician retracted the outer sheath, it was found that the tip of the outer sheath had been rough. It had wrinkles (deformation). A second device was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a bent condition in the shaft with no internal components exposed. In addition, the tip was inspected and no issues or anomalies were found. A dimensional test was performed, and the results were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The sheath shaft rough issue could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bent condition with the shaft was not related to the reported event and the potential cause of this failure could be related to the manipulation of the device after the procedure during the shipping process; however, this cannot be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent shaft issue identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer reported roughness on the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the sheath is very rough making entry difficult. It was reported that it was difficult to insert the outer sheath into the blood vessel. Physician retracted the outer sheath; it was found that the tip of the outer sheath had been rough. It had wrinkles (deformation). A second device was used to complete the operation. There was no report on adverse event on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).